Event description:
The customer contact reported the patient received less medication than intended. At 0700, the primary line of the pump was programmed to deliver an unspecified solution. The secondary line was programmed to delivery 100ml of an unspecified antibiotic and the delivery was started. The secondary delivery was expected to be completed in approximately thirty minutes. No further programming parameters were provided. At 0830, the nurse noted the bag of antibiotic was still half full. The pump displayed that it was delivering from the primary line. The pump was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no add'l info was provided.